Event description:
The consumer reported that the patient had accidentally dipped the swab into the reagent prior to inserting the swab in their nostril. Consumer reported that they had no adverse affects from the reagent after use.

Manufacturer narrative:
This report is being submitted for the initial and investigation completion. Technical services attempted to provide the safety data sheet to the customer, but the customer stated that they already received a resolution and no longer need assistance. According to the package insert in195150c v.3.0: precautions 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/contact-us or 1-800-222-1222. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.